Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastric tube reconstruction for esophageal cancer, resection was performed with the radial reload for the third firing. However, the device stopped in the middle of firing, and the jaws were opened immediately without the indicator display behind being confirmed, so the device was removed from the tissue. They viewed that the tissue was about of the same thickness as ordinary tissue although it was near the pyloric ring. Also, they considered that the limit of the resistance might be reached due to the increase of the firing resistance. They used another device to complete the case. There was no patient injury.